Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex w/humid device was returned to a third-party service center as with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service technician also noted dust fail contamination. There were also error codes present in the device logs: e007 (err_software), e053 (err_comp_log_sem_timeout), e065 (err_stuck_encoder_a). The device was scrapped by the service center after the evaluation was completed.